Event description:
Received a report of set leaking at the flow regulator. Rn states set was in use on a pt and was noted to be leaking onto the bed. There was no report of pt harm or medical intervention. Customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). Although customer indicated the product will be returned, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.